Manufacturer narrative:
The technician found the brake would not engage due to a broken rocker arm. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the brake is not working.